Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus delivery occurred on (B)(6) 2014. No alarms or issues related to the compliant were observed. The basal and bolus histories match the total daily dose history. The pump successfully completed a prime sequence, bolus deliveries, delivery accuracy test, and 24-hour exercise test without issue or alarm. The pump was found to be delivering accurately. Unrelated to the complaint, investigation revealed the display screen was discolored. The keypad was observed to be torn; no response issues were observed with testing. Contamination was observed on the up and contrast button key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue with the pump. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.